Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon investigation, the cable connecting ECG a, ECG b, and the front therapy electrode was pulled from the strain relief, damaging trunk cable connector j703 on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt had a damaged cable.